Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) from ventricular oversensing and non-sustained tachycardia (nst). The right ventricular (rv) lead also had a spike in impedance. The lead was reprogrammed. After the rv lead was reprogrammed, the lia triggered for high impedance, nst and the lead was suspected to have fractured. The lead remains in use. No patient complications have been reported as a result of this event.